Event description:
Reportedly, while the end user was operating the power wheelchair with a previously damaged front deck cover, the unit allegedly became stuck on an uneven surface causing it to stop unexpectedly. Allegedly, as a result of the incident, the end user fell out of the seat and required hospitalization.

Manufacturer narrative:
No malfunction of power wheelchair suspected. It was reported the end user was operating the a previously damaged power wheelchair on an uneven surface without the use of a seat belt. The owner's manual warns, "always use extreme caution when driving over soft and/or uneven surfaces such as grass or gravel", "do not operate a vehicle that is not functioning correctly" and "always use the seat belt".